Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint regarding the tempus pro, indicating a device serial number mismatch. The device was not in use during this event, therefore no patient or user was harmed.